Event description:
It was reported that the device was pending explant and prophylactically replacement as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6)2022, which applies to a subset of devices distributed and implanted outside of the united states. Prior to the replacement procedure, the patient passed away due to embolic stroke and pneumonia. The patient death was not device or cardiac related.